Event description:
It is reported that the patient is experiencing stomach pain and vomiting green mucus. It is further reported by the patient that the x-ray showed that the implant is leaking into the stomach.

Manufacturer narrative:
The devices were implanted in 1986 and have an in-vivo time of approximately 28 years. A radiology report is provided which notes that methylmethacrylate has leaked through the medical aspect of the acetabulum; it is assumed that the author of this report is referring to bone cement used the cement the acetabular cup. The devices are noted to be in good position and alignment. It is likely that, if indeed the report is referring to bone cement in the area of the acetabulum, this has been present since the primary operation and has not migrated only recently, as cured bone cement cannot move fluidly to be described as having "leaked". With the information provided, and a lack of the patient's applicable medical history, a definitive root cause cannot be determined. However it is not suspected that the devices have caused the patient's described symptoms at this point in time after 28 years in vivo. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications.